Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The valve of the handle broke and they were not able to flush the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. When the sheath was replaced, the issue was resolved. No patient consequence reported. Additional information was received. The hemostatic valve section is where the issue was observed. This section had leakage. Was unsure if the hemostatic valve dislodged inside or outside of the hub. The device evaluation was completed on 12-mar-2024. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken in the star section. A microscopic examination of the hemostatic valve surface showed stress marks on the damage area. The broken condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The optimal device performance guide (odp) contains the following caution: always insert a dilator straight into the center of the sheath's valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 15-feb-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a valve broke issue occurred. The valve of the handle broke and they were not able to flush the carto vizigo¿ 8.5f bi-directional guiding sheath small. When the sheath was replaced, the issue was resolved. No patient consequence reported. Additional information was received. There was no patient consequence and the rest of the procedure was able to continue without issue once the carto vizigo¿ 8.5f bi-directional guiding sheath small was replaced. The hemostatic valve section is where the issue was observed. This section had leakage. Was unsure if the hemostatic valve dislodged inside or outside of the hub. Unsure if the brim cap hub detached from the sheath. Air did not enter the patient¿s body. No blood return was observed. Unknown the approximate volume of blood that was lost, was not significant. The box was discarded and was unable to be located and therefore, the lot number cannot be found.